Event description:
It was reported that the doctor asked for an immediate device check two days post implant. The patient was given a temporary pacemaker. After implant of the temporary pacemaker, checkup was carried out with lowered rate of 30. The patient¿s own pulse was about 40bpm, atrioventricular conduction was also confirmed. The doctor commented there was a possible dislodgement on the right atrial (ra) lead. There was also high impedance, high threshold with no capture at high output on the right ventricular (rv) lead. The rv lead was also dislodged. The leads were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.